Event description:
It was reported the device was dropped resulting in physical damage. The lcd (liquid crystal display) is broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, heart block, and lead flex cover are contaminated. Lcd (liquid crystal display), upper and lower cases, both bail covers, and ring cover are broken. Both bails are ring are missing.